Event description:
The physician reported that the tip broke off during a posterior spinal fusion. The plastic protector fell into the pt and was retrieved. No pt injury resulted. The incident sample was not saved.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for eval. If add'l info pertinent to the incident is obtained, a follow up report will be submitted.